Event description:
It was reported that the bd syringe 50ml cath tip bns had foreign matter. The following information was provided by the initial reporter: material # 301037 batch # 5010008. It was reported by customer that 50ml syringe contaminated. Verbatim:. Rcc received a complaint via email. 50ml syringe contaminated. Noted before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a contaminated syringe. To support the investigation, one sample without blister packaging and one photograph were provided for evaluation by the quality team. A visual inspection was performed. A residue of equipment lubricant was present at the bottom of the syringe barrel and was not embedded within the barrel material. The photograph shows foreign matter at the bottom of the barrel. No other defects or imperfections were observed. This condition could occur if residues of equipment lubricant were not fully removed following equipment maintenance or repair. A device history record review was completed for material number 301037, lot 5010008. The review did not identify any quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections complied with applicable specification requirements. Verification of the assembly and packaging processes was performed; no residues of equipment lubricant or any foreign matter were observed. To date, there have been no other similar events reported for this lot. Based on the investigation and the returned sample analysis, the customers reported condition is confirmed.